Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This is 4 of 4 reports being filed for the same patient (reference 1825034-2017-00912 / 00923 / 00924 / 00925).

Event description:
It is reported that the patient underwent right hip arthroplasty. Three years subsequent to implantation, patient is experiencing pain, swelling in groin, and states his ¿bone has shifted¿. No revision has been reported to date, and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.